Event description:
Following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed. A few hours post deployment the pt had decreased pulses when they were "assesses." The pt's symptoms grew progressively worse including foot pain and pallor, coolness and loss of distal pedal and post tibial pulse levels. The pt did however have full motor function. The pt was taken to radiology and an angiogram was performed. The angiogram revealed an acute thromboembolus involving the right superficial femoral artery and the right popliteal arteries. On the angiogram it was noted that the stick was low in the common femoral artery. The pt was taken to surgery and an exploration of the right common femoral artery revealed a firm 2 cm thrombus and on embolectomy this appeared to be the vasoseal collagen. Thrombus was also removed from both the right superficial femoral and right proximal popliteal arteries. The pt was then transferred to the ICU in stable condition. The pathology report on the specimen removed was labeled vasoseal thromboembolism showing acellular eosinophilic material consistent with vasoseal. No further complications were reported.